Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to an infection he developed at the sensor insertion site. The customer stated that he wears the sensors for six to seven days. The customer had an abscess at the site when he was admitted to the emergency room. The customer was treated with antibiotics and released. The customer knows he is supposed to wear the sensors for only two to three days, and declined to provide further info. Nothing further was reported.